Event description:
It was reported that this pacemaker exhibited intermittent t-wave oversensing after premature ventricular contractions (pvc), which resulted in pacing inhibition. The patient experienced less than two seconds of asystole. Technical services (ts) suggested reprogramming options to adjust right ventricular (rv) lead sensitivity. No additional patient adverse events were reported. This device remains in service.

Event description:
It was reported that this pacemaker exhibited intermittent t-wave oversensing after premature ventricular contractions (pvc), which resulted in pacing inhibition. The patient experienced less than two seconds of asystole. Technical services (ts) suggested reprogramming options to adjust right ventricular (rv) lead sensitivity. No additional patient adverse events were reported. This device remains in service. Additional information was received, low sensing amplitudes and undersensing were reported. In addition, the patient had been in sinus tachycardia with false positive pacemaker mediated tachycardia (pmt). Technical services (ts) provided reprogramming options. No additional patient adverse events were reported. This device remains in service.